Event description:
It was reported that a patient found a sponge detached from the minicap. The event occurred before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed with the sponge noted outside of the minicap. The reported problem was identified but the cause could not be determined. A CAPA was referenced for this event. Should additional relevant information become available, a supplemental report will be submitted.